Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc., (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,per pfs, the outcome attributed to the device pain, infection, urinary problem, bowel problem, recurrence, dyspareunia after mesh placement. Patient presented with end stage interstitial cystitis. She has tried for years and years of treatment without success and now presents for cystectomy with continent urinary diversion. She does not want an orthotopic neobladder due to a significant urethral pain and she wants her entire urethra removed. On (B)(6) 2010 underwent da vinci cystectomy, urethrectomy, creation of an indiana pouch continent urinary diversion, lysis of adhesions for end stage interstitial cystitis under general anesthesia. She was discharged on (B)(6) 2010 after her cystectomy with indiana pouch surgery in (B)(6) 2010. She had a very long and tenuous postoperative course. Several consultations were obtained namely hematology/oncology for thrombocytopenia in addition to infectious disease for sepsis. Gi was also consulted. On the day of discharge she was not having any pain or nausea. She has been instructed on catheterization of the indiana pouch. Prescribed demerol as needed for pain in addition to cipro for antibiotic prophylaxis. She presented back to the hospital on (B)(6) 2010 with fever and chills and was found to have blood cultures positive for gram-positive cocci. Her urine cultures were significant for enterococcus. She is treated with antibiotics for (B)(6). She is doing intermittent catheterization on her indiana pouch. Assessment - febrile urinary tract infection with bacteremia. Status post cystectomy and indiana pouch for interstitial cystitis. Plan: follow up with dr. (B)(6) in two to three weeks.